Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that the aligners have caused their molars to not line up. The aligner is pressing down on their right-side molars causing great deal of pain and patient can visibly see the damage being done to their molar. The pain is also causing them the inability to properly close their mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.